Event description:
Customer states that a false negative result was obtained on a pt urine sample using the icon 25 hcg test. Follow-up serum quantification beta hcg results were positive (380,000 miu/ml). There was no serious injury and no treatment was initiated or withheld based on the false negative result. The false low results could not be duplicated by beckman coulter or the vendor (acon). A false low hcg could be used to rule out pregnancy, and treatment or other diagnostic procedures could be based on the false negative result. If the pt were actually pregnant, some of these procedures, i.e. X-rays, could potentially contributed to a serious injury to the fetus.